Event description:
Additional information received on (B)(6) 2025 stating the status of the product at the time of event is "the packaging looking fine, no concerns". It was noted shortly after the bag was hung by the patient and the chemo spill was only on the tubing and nurses gloves. Nurse was wearing appropriate personal protective equipment (ppe). No patient impact and did not come in contact with the patient. No formal process required to clean as spill was only on tubing and nurses gloves. No spill kit was used. Tubing was replaced and therapy resumed. Bag was able to be reused. There was no blood loss or bleed back. There was patient involvement and no adverse event.

Manufacturer narrative:
A picture was returned showing what appears to be a cut in the tubing of a set. The complaint of hole in tubing can be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified. Updated information in: b3, b5, d4, d9, and h4. D4: only di provided as lot number is unknown.

Manufacturer narrative:
It is unknown if the device will be received for evaluation. A lot history review will be conducted.

Event description:
The event involved a secondary set, secure lock, with IV set hanger, 34 inch where the customer reported that there was a hole in the tubing resulting in spillage/leak of an unspecified chemotherapy medication. There was unknown patient involvement; harm was not reported as a consequence of this event.